Event description:
Customer questioning analysis interval of device during deployment. No associated adverse event reported.

Manufacturer narrative:
(B)(4). Device evaluation pending, reported due to associated deployment of device.